Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had chest pain yesterday morning and received a shock. The patient then drove to the emergency room, was hooked up to machines and left on their own as it was taking the staff too long to respond to their concerns. The patient also reports shortness of breath and feeling tired. The patient also reported having been shocked seven times. The lead remains in use. No further patient complications have been reported as a result of this event.